Event description:
It was reported that during a surgical procedure at the user facility, the device was producing metal shavings. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The comment of metal shavings was confirmed. Upon disassembly, the service technician noted that there were metal shavings in the collet and wedge. The device was scrapped by stryker.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure at the user facility, the device was producing metal shavings. The procedure was completed successfully without a clinically significant delay; no adverse consequences or medical intervention were reported.